Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath and carrier tube assembly were returned mated in a deployed state. No other components were returned. Visual inspection revealed that the deployment sleeve of the carrier tube was found in forward lock position. The collagen and anchor were found attached to the suture and the tamper tube was partially released from the carrier tube. No other visual anomalies were noted. No functional testing was possible since the state of the returned device was fully in a deployed state. Just the device sleeve was moved to rear lock position. Based on the returned device, the hemostasis sheath and carrier tube assembly were returned mated in a deployed state. The returned state of the device likely resulted from the user pulling the carrier tube and hemostasis sheath assembly which resulted in deploying all bioabsorbable components outside of the patient. The likely root causes for this issue may include the device not being positioned in the full rear lock position. It was possible since the anchor had not posted on the sheath which resulted in the pullout event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the whole angio-seal device came out of the artery. Manual compression was applied. There was no significant delay in the procedure. The patient was treated as intended. No significant blood loss. There was no harm to the patient. Additional information was received on 17february2021: the type of procedure that was being performed was a coronary angiography using a 6 fr sheath. A pre-deployment angiogram was performed. The deployment was without trouble, but after that, the whole device came out. Including the anchor. The patient was in stable condition.